Event description:
It was reported, during an implant procedure, the physician had difficulty passing the stylet through the tip of the lead (B) (4). Additionally, position difficulty was encountered with another lead (B) (4). These leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed that the helix electrode would consistently extend and retract within 6 turns. Primary analysis findings: no anomalies, lead functionally normal. No stylet was received. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Lead accessory/stylet test revealed there was no difficulty with stylet insertion or extraction. Primary analysis findings: no anomalies, lead functionally normal.